Manufacturer narrative:
(B)(4)/ attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the event description, you report this issue as a serious ae (adverse event). Please describe the specific issue that occurred with the patient to make this a serious adverse event. Also, did the clip not close all the way? Also, did the clip fall off of the cystic artery? Was there any change to procedure or post-op patient care? What is the patient's current status?

Event description:
When clipping the cystic artery in a laparoscopic cholecystectomy with a ligaclip lt 300, the clamp closes the clip but does not keep clipping, causing it not to be fixed in the arterial structure. Serious ae.